Manufacturer narrative:
The psm arm was returned to isi for failure analysis investigation. Failure analysis confirmed the reported failure mode, but could not reproduce the 23022 fault associated with the failure. Axis 2 brake also failed the in-house weighted rop test. The axis 2 brake was replaced to repair the psm. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found in the da vinci system logs and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During the preventative maintenance (pm) of the da vinci surgical system by the intuitive surgical inc. (Isi) field service engineer (fse) it was found that the patient side manipulator 2 (psm) failed the brake test with associated error 23033 fault. The axis 2 brake was not holding as specified. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm.